Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No button keypad anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. The customer stated that stuck button alarm occured when a button was continually pressed for more than 3 minutes. The customer stated that they performed self test and it passed but they could not press any button again. No harm requiring medical intervention was reported. The device will be returned for analysis